Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID issues were observed following a station upgrade. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) as performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) issue post upgrade. A technical support specialist investigated reported biometric identifier login delays and failures following the es upgrade to v1.7.4. Reviewed logs showing biometric identifier timeout errors during authentication. Verified affected stations with the customer and confirmed biometric identifier login was functioning normally. No further issues observed. The system functioned as intended after the technical support specialist troubleshot the device.